Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient was presented via remote transmission, a pause episode was observed. It was stated that the device detected pause episode when the baseline shifted and the sensing was lost. The confirm was explanted and replaced. The patient was stable.